Event description:
It was reported that the unspecified bd pst tube experienced erroneous results after use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Customer response -pst tube does not separate clean, which made immunoassay produce false results. They had to change to sst.

Manufacturer narrative:
H.6. Investigation summary: as bd had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review.during follow-up with the customer it was acknowledged by the customer that this was not an issue with the tubes themselves that this was particulate interference due to ineffective separation of specimen plasma and cells. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd pst tube experienced erroneous results after use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Customer response -pst tube doesn't separate clean, which made immunoassay produce false results. They had to change to sst.